Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device power cycled when hitting the charge button. The device was reported to be in use on a patient, causing a possible delay in life saving therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Multiple requests were made for additional patient/procedure information, however, no additional details were received the customer contacted the philips response center. The response center asked the customer if the battery was charged in the heartstart mrx. The customer stated there was no battery in the heartstart mrx which was plugged into ac power. The response center informed the customer that a charged battery must be in the mrx for defibrillation. Heartstart mrx instructions for use (publication 453564307761, page 287) provides information regarding the battery that "when properly cared for, the m3538a lithium ion battery has a useful life of approximately 2 years" and battery maintenance procedures "perform a calibration: when the operational check test results state calibration recommended, or every 6 months, whichever comes first." Fco86100188a 4/7 2nd paragraph states: "if these failures or any interruption of ac mains power should occur without a charged battery installed in the heartstart mrx, interruption of monitoring or a delay in the delivery of a shock or pacing therapy may result."

Manufacturer narrative:
Patient details have been requested.

Event description:
Problem statement: it was reported to philips the device power cycled when hitting the charge button. The device was reported to be in use on a patient, causing a possible delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.